Manufacturer narrative:
(B)(4). Approximate age of device ¿ 29 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient had a suspected driveline infection due to the presence of drainage from the driveline exit site. The patient had pulled on the driveline on (B)(6) 2017 which caused driveline trauma. Unspecified medications were administered/adjusted. On (B)(6) 2018 the patient underwent driveline debridement. Driveline cultures were negative to date. The event was reported as ongoing.

Manufacturer narrative:
It was initially reported that the patient¿s weight was (B)(6). It was subsequently reported by the lvad clinician that the patient¿s weight was (B)(6). Additional information. The patient remains on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient¿s driveline was pulled on (B)(6) 2017, while the patient was still in the intensive care unit after lvad implant on (B)(6) 2017. The patient was reportedly very confused and pulled on the driveline, exposing it about 4 inches. After this the driveline site was watched very closely. On (B)(6) 2017 a driveline debridement was performed. A portion of the driveline was exposed and fibrinous debris was cut away. The wound was cleaned thoroughly and packed with wet to dry with dakins. The other debridement occurred on (B)(6) 2018, as previously reported, for suspected infection and non-incorporation. The debridement went all the way back to the muscle. Tissue and fluids were sent for culture and the wound was thoroughly irrigated with bacitracin. The site was then closed, except for a 1 inch circle open around the driveline site and packed with wet to dry dakins. The patient was transferred to cardiovascular intensive care unit in stable condition.